Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 400 mg/dl. Customer reported that he had failed set that he wanted to replace. As per the customer, his shirt was wet by insulin as the quick release did not snap when connected. Customer reported that leak was at quick release. Customer stated that the insulin pump was not dropped with infusion set in place. Customer was advised to change the infusion set. It was unknown whether the customer using automode. Insulin pump will not be returned for analysis.